Manufacturer narrative:
Patient identifier not available from the site. On (B)(4) 2013 medtronic representative, following-up at the site, performed a system check-out, all areas passed. Synergy spine software upgraded at that time. No patient files/scans/logs have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that a surgeon alleged an inaccuracy during navigation, while in a spine procedure. Standard legacy screwdriver with navlock was registered successfully. When touching an anatomical point, the screen showed the screwdriver approximately 4cm away. The instrument was navigated with no projection. When using the terratracker with legacy tap, windows trajectory views 1 and 2 were navigated accurately. Window 3, probes eye, navigation was "a few mm" away from the right place. When status of navigation changed from green to yellow, the instrument on the screen moved around 2mm to the right. It was noted that the screwdriver was used as standard non-navigated. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.